Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a skin irritation under the lifevest. The irritation was described as red marks and minor itching. It was reported that the patient was under medical control and the irritation had improved.